Event description:
It was reported that the image was jumpy and unstable on the left (live) monitor. This can cause the system to be unstable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.